Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation : fallopian tubes, migration/migration of essure ¿ it came out of the tube') and pregnancy with contraceptive device ('pregnancy: terminated') in an adult female patient who had essure (batch no. 823472) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify plaintiff did not undergoes essure confirmation test" and device ineffective "device ineffective". The patient's concurrent conditions included vaginitis, vulvovaginitis and irregular menstrual cycle. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmennorhea (cramping)"). The patient was treated with surgery (salpingectomy (unilateral), tubal ligation). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device and pelvic pain outcome was unknown and the abdominal pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, dysmenorrhoea, fallopian tube perforation, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: patient received treatment for migration. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: benign fallopian tube with no diagnostic abnormality. Medical device consistent with essure microinsert. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2019: pfs received. Lot number added. Event verbatim were updated : perforation : fallopian tubes, migration/migration of essure ¿ it came out of the tube event: abdominal pain outcome updated to recovered. Lab data and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation : fallopian tubes, migration/migration of essure ¿ it came out of the tube') and pregnancy with contraceptive device ('pregnancy: terminated') in an adult female patient who had essure (batch no. 823472) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify plaintiff did not undergoes essure confirmation test" and device ineffective "device ineffective". The patient's concurrent conditions included vaginitis, vulvovaginitis and irregular menstrual cycle. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmennorhea (cramping)"). The patient was treated with surgery (salpingectomy (unilateral), tubal ligation). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device and pelvic pain outcome was unknown and the abdominal pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, dysmenorrhoea, fallopian tube perforation, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: patient received treatment for migration. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: benign fallopian tube with no diagnostic abnormality. Medical device consistent with essure microinsert. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation : fallopian tubes, migration') and pregnancy with contraceptive device ('pregnancy: terminated') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify plaintiff did not undergoes essure confirmation test" and device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (unilateral), tubal ligation). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, pelvic pain and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, dysmenorrhoea, fallopian tube perforation, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: patient received treatment for migration. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: dpc code updated. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation : fallopian tubes, migration') and pregnancy with contraceptive device ('pregnancy: terminated') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify plaintiff did not undergoes essure confirmation test" and device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (unilateral), tubal ligation). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, pelvic pain and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, dysmenorrhoea, fallopian tube perforation, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: patient received treatment for migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received reporter information was added. Case becomes incident injury nos replaced with new event added fallopian tube perforation, pregnancy: terminated, device ineffective, abdominal pain, pelvic pain, dysmenorrhea (cramping), device monitoring procedure not performed. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.